Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2007, the pt reported a sudden increase in loudness, poor sound quality and pain with the cochlear implant system. Reprogramming the sound processor did not resolve the problem. On a week later, the patient reported poor sound quality when using the cochlear device. Results of integrity tests done on six days later, and the following month showed normal receiver/stimulator function. Deactivation of multiple electrodes did not alleviate the problem. A CT scan was recommended and was done on a week later, reportedly showing normal device placement in the cochlea. Per the healthcare providers, the pt reportedly heard "very well" while she was reporting these problems. Explantation/reimplantation surgery was scheduled for 2008.